Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump miscalculated a bolus. Blood glucose was not impacted. The customer was unable to perform a pump upload in order to verify the allegation via a pump data log review. Reportedly, the customer continued to use the pump for insulin therapy.